Event description:
It was reported that there was high impedance and a lead fracture. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 4574 implantable pacing lead (B)(6) 2007. (B)(4). Lead capped and remains in the body.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.